Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to an internal component, resulting in piezo failure. Functionally the device functioned apart from the lack of piezo tones. A reload was fired in the articulated position and able to be articulated back to neutral. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, the device did not produce a sound indicating the device's status. The surgeon pushed the 4 way toggle up but did not return to the neutral position. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account without packaging. Visual inspection noted the piezo did not work. The motor and oled worked. If information is provided in the future, a supplemental report will be issued.